Event description:
Wife of end user reported that her husband sustained a gash on his leg due to the footrest on his 6891 shower commode chair. There is a little knob that sticks out, will not allow the footrest to swing away, which caused the gash on her husbands leg. No medical attention was required. She applied neosporin and the wound is healing. Footrest has been replaced several times, did not correct the problem. A new unit has been issued to the end user